Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of one articulating reloadable instrument. One photographs noted a surgical procedure with two loose tacks on the tissue. The device was not visible in the photograph. The other two photographs confirmed the lot number as reported. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh during a laparoscopic ventral hernia repair, there were difficulties with loading the reload onto the handle and the tacks fell off the mesh onto the viscera of the patient. They opened up a new tacker to complete the case.